Manufacturer narrative:
This supplemental report is created with reference to mfg report with corrected information to update the manufacturing site.

Event description:
It was reported that there was no audible alarm at the patient information center (pic). The device was reported to be in use on a patient, but no adverse event to a patient or user was reported.

Manufacturer narrative:
A philips clinical application specialist (cas) spoke with the customer. The cas provided instructions on how to test the volume. The issue was confirmed. The call was transferred to philips technical support specialist (tss) to troubleshoot hardware issues. The tss advised the customer to check the cabling and swap the external speaker. If the issue persisted, the issue was likely an audio card. The customer was advised that this product is end of life (eol). The customer indicated they would call back if additional assistance was needed.

Event description:
It was reported that there was no audible alarm at the patient information center (pic). The device was reported to be in use on a patient, but no adverse event to a patient or user was reported.